Event description:
A pt reported they were unable to receive an accurate reading on their surestep meter due to their meter allegedly would only prompt "error 1" message. There was no result on their meter as the pt was unable to test. Treatment was not reported. No further info has been reported. No serious injury or allegation of harm.